Event description:
Boston scientific crm received information that the patient with this device experienced a syncopal episode. Upon interrogation, it was noted that the device had reached end of life in (B)(6) 2008. The device had been functioning at vvi 50 until the day of the syncope. As a result, this device was explanted and replaced.

Event description:
--

Manufacturer narrative:
This device was explanted. Pending the return and completion of lab analysis, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. The device functioned within electrical specifications during detailed analysis. Indications in the memory suggest the device was not followed consistently since implant and has normal battery depletion beyond its predicted end of life. Analysis confirmed the device battery is normally depleted beyond the end of life and at the current battery voltage the device can not sustain pacing or communications.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.